Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 6mm monopolar cautery instrument was analyzed and the reported failure was confirmed. The instrument was found to have the tube adapter broken. Broken piece measuring approximately 0.139" x 0.103". The broken piece was not returned. The complaint was confirmed by failure analysis, which indicates that the device did contribute to the customer-reported issue.

Event description:
It was reported that after a da vinci-assisted surgical procedure, while the customer was cleaning up the table and getting things ready to go back to sterile processing department (spd) for decontamination, the staff unscrewed the disposable cautery tip, and a piece of the disposable monopolar instrument easily broke off. The instrument was inspected prior to the start of the case and nothing of note was seen. The staff stated they did everything normal and that when unscrewing the disposable tip from the disposable shaft, it felt brittle and broke. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use. A fragment did not fall inside the patient during an instrument collision. The procedure was completed robotically. There was no injury to the patient. The patient had not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object.